Event description:
A surgical technician reported that approximately three weeks ago during intraocular lens (iol) implant surgery, on three separate occasions, the lens shot out of the injector causing capsular tears. The products were thrown away therefore no serial numbers were available. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by letter, phone and fax. A completed questionnaire was not received. (B)(4).